Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the stain was a gap of adhesive on the distal end. Stain entered inside the lens through the gap. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no glue attached to the screws was confirmed. The allegation of bending angle being reduced due to elongation of the angle wire was confirmed. The allegation of ultrasound probe being loose was confirmed. The allegation of ultrasound image not being correct was confirmed. Due to damage to the ultrasound probe, the displayed image had defects with elements missing. In addition, due to damage to the up/down button, the angle lock button rotated simultaneously. The acoustic lens was damaged. There was a crack in the bending section cover. The light guide had a kink. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, during a device receipt inspection of an evis exera iiultrasound gastrovideoscope the ultrasound image was not correct. A field service engineer checked the device on 25may2023 and observed the echo probe being loose. In addition, there was no glue used to fix screws and the angulation was no good. There was no report of patient harm associated with this event.